Manufacturer narrative:
Evaluated 1 open/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test per as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into a pump. Conclusion: reservoir did not leaks. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she filled up her reservoir prior to going to sleep. When she woke up, her blood glucose was 400 mg/dl. Her current blood glucose is 217 mg/dl. The customer is not sure where the insulin went but said it did not go in her body. She does not see any insulin in the pump and states that there is no sign of a leak from the reservoir. The customer said that she has changed everything and that her blood glucose is now back to normal. The reservoir will be returning for analysis. The insulin pump will not be returning for analysis.